Event description:
The hcp reported the pt had a drug concentration change from 8000mcg/ml to 4000mcg/ml. The hcp did a bridge bolus and "used the same catheter and pump tubing volume". The pt experienced overdose symptoms, after the bridge bolus. The pt is reported to have recovered without requiring any intervention.